Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that "lacks cover closed"; this condition had the potential to interrupt delivery. This condition was found in the general patient ward upon power up. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a flo-gard infusion pump with lacks cover closed was confirmed and reproduced during evaluation. The cause of the determined condition is a cracked/broken door latch and handle. The door latch was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.